Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please verify, did the suture break during use on patient? Yes. If no, when did it break? During knotting. How was case completed? With same like product. Any adverse patient consequences? If yes, please provide medical/surgical intervention provided. No. Device return status: in transit. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.